Event description:
It was reported that on nov 4, 2024 the handle battery powered driver all speeds barely work. The issue was observed during weekly audit of equipment. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: service and repair evaluation: the customer reported that it was reported that on (B)(6) 2024 the handle battery powered driver all speeds barely work. The repair technician reported that cracked plate, debris on shield, motor run slow, rusted motor, damaged cord, button failure. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part #:05.000.008 synthes lot #:008170 supplier lot #: 008170 release to warehouse date: 19 may 2022 suppliers: (B)(4). No ncr's generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.